Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that system had black screen. A field service engineer (fse) found that the power supply would not turn on. Diagnosed the issue as a faulty card in auxiliary drawer 5, which was causing the entire system to shut down. Replaced the defective card, and the system was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.